Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device was not identifying that the batteries are not in. This is not a reportable malfunction. During verification testing at the service center corrosion due to battery leakage from the disposable batteries was noted.